Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Medical records review: the patient with infrarenal vena cava thrombus had a vena cava filter successfully placed in the suprarenal vena cava without complication. Approximately one year and four months post filter placement, the patient had stated in a history and physical that a diagnosis of bilateral small pulmonary embolisms (pe) was made two months prior. Approximately one year and ten months post filter placement, the physician noted that the patient had had multiple deep vein thrombosis and pe¿s despite being on treatment. Approximately one year and eleven months post filter placement, during scheduled retrieval, an inferior venacavogram showed irregularities in the inferior vena cava (ivc) and venoplasty was performed. Attention was then turned to attempting to remove the filter, which was unsuccessful using multiple snares. The patient tolerated the procedure well and there were no immediate complications. Approximately four years and nine months post filter placement, a venogram showed extensive thrombosis of the ivc below the level of the filter, with extension of the thrombosis above the level of the filter into the right and possibly left renal veins as well. The decision was made to proceed with emergent operative thrombectomy and removal of the filter. The retrieval report noted that the filter was positioned in the pararenal ivc with struts extending into the right gonadal and renal veins and medially to the adjacent aortic wall. A longitudinal incision was made overlying the palpated filter. The filter was significantly incorporated into the wall and there was chronic thrombus as well as dense fibrotic tissue causing significant narrowing at the vena cava. The filter was excised in its entirety with the exception of two posterior struts that were markedly adherent and left in place. The acute thrombus and fibrinous tissue was removed. A small perforation from the hook in the gonadal vein was repaired. The cava was closed primarily and hemostasis was noted. The patient tolerated the procedure uneventfully and was discharged six days later. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Therefore, based on the medical record, the investigation can be confirmed for removal difficulties, detached filter limbs, perforation of the ivc, unintended movement, and tilted filter. However, the investigation is inconclusive for material deformation. The investigation can also be confirmed for thrombus above the filter and pe post deployment. However, the relationship to the filter and the origin of the pe was not established in the provided medical records. Per the medical records, the filter was deployed in the suprarenal position due to thrombus in the infrarenal vena cava. Per the instructions for use (IFU), "the safety and effectiveness of this device has not been established for pregnancy, nor in suprarenal position." Therefore, it is possible that patient and procedural issues contributed to the reported event. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Movement, migration or tilt of the filter are known complications of vena cava filters. Filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. Caval thrombosis/occlusion. Precautions: the safety and effectiveness of this device has not been established for pregnancy, nor in suprarenal position. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, perforated into the right gonadal and renal veins, tilted and embedded in the wall of the inferior vena cava (ivc) and had an irregular appearance. Reportedly, the filter was unable to be retrieved during a percutaneous procedure, but, was removed at a later time via an open abdominal procedure; two detached limbs remained embedded in the ivc wall. The status of the patient is unknown.